Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the short circuit occurred in a mini tray. A field service engineer (fse) verified that mini drawer 1.5 was not working. The fse found that drawers 1.6 and 1.7 also opened during recovery and process of elimination showed drawers 1.5, 1.7, 1.12, 1.17, and 1.18 failing. Test application indicated a possible short. The fse removed and replaced mini-1.5 engine, manually removed control unit due to damage, but error persisted. Later, fse removed and replaced the mini drawer controller board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary a short circuit occurred in the mini tray and it was unable to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.